Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the click anchor was placed deeper. Nothing was removed. The patient was doing well postoperatively.

Event description:
A report was received that the patient had discomfort with the clik anchors in his back due to the device was protruding a bit. The patient will undergo a revision procedure wherein the physician will remove the clik anchors and sew everything.

Event description:
A report was received that the patient had discomfort with the click anchors in his back due to the device was protruding a bit. The patient will undergo a revision procedure wherein the physician will remove the click anchors and sew everything.